Event description:
It was reported that the pump battery was draining faster than normal, requiring daily charging. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and was in the process of obtaining a new device since the current device was out of warranty.